Manufacturer narrative:
D9. - product available to stryker - updated, d9. - returned to manufacturer on ¿ updated, h3. - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned with foreign material (fm) visible inside the pouch. The fm was noted to be a single item located near the chevron seal on the left-hand side of the pouch as observed on the clear film side of the pouch. The stryker MFR-applied seal was noted to be intact. The 2 side seals (pouch-manufacturer seals were both intact. The chevron seal (also applied by the pouch manufacturer) was intact (unopened). The functional inspection was not applicable the reported issue was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'product contaminated (inside sterile barrier (pouch))' was confirmed during device analysis. The event of 'package damaged' was not confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'the surgeon noticed debris inside the package when he took the device out from the sterile package. He used another device and finished operation'. In the good faith efforts follow-up replies, the user was asked if any damage was noted to the packaging prior to preparation of the device, and this was answered 'yes'. However, when the returned packaging was returned there was no external damage noted to the pouch or carton. The only 'damage' was the presence of contamination inside the unopened pouch. The subject device was returned for analysis with the pouch unopened and with the pouch contents in a sterile condition. The reported fm was noted in the top left-hand side of the pouch, close to the chevron seal. The seals on all 4 sides of the pouch were inspected, and all were confirmed to be intact. The fm was inspected using a certified tappi chart. The fm exceeded the specification outlined in section 10 of the foreign material inspection standard for snv product. Therefore, the complaint was confirmed. An assignable cause of manufacturing will be assigned to this complaint as this is an issue in which product fails to meet specification due to the manufacturing process at a stryker manufacturing site.

Event description:
It was reported that the physician noticed debris inside the sterile package of stent (subject device). Also, the package of the subject device was noticed to be damaged. The procedure was completed using another device. No clinical consequences were reported to the patient.

Event description:
It was reported that the physician noticed debris inside the sterile package of stent (subject device). Also, the package of the subject device was noticed to be damaged. The procedure was completed using another device. No clinical consequences were reported to the patient.